Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified no previous history. The customer issue was confirmed as the air detector would not recognize when there was fluid in the line. The air detector and connector were replaced. The upstream occlusion seal was buckled, and error code 4154 was identified. The error code was reset, and seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer product returned the product for air in line error, during device analysis, the air detector was found to be faulty. There was no patient involvement.